Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 75-year-old male patient who was known to have coronary artery disease and was admitted in for a protected percutaneous coronary intervention (pci). The patient presented with scai stage e shock at the pump implant. In addition to the cp the patient was supported by extra-corporeal membrane oxygenation (ECMO), inotropes, vasopressors, and oxygen for respiratory needs. After the pump was inserted, the team placed external bypass to treat the limb and reduce ischemia. There were still no pulses in the right distal lower extremity despite measures taken. The patient has known bilateral peripheral arterial disease. The pump remains on despite the harm. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d10(concomitant med products) the root cause of the injury was unable to be determined due to insufficient clinical details.